Event description:
Customer reports the use by date on the active test strips vial as 04/2009. MFR's batch record confirmed the actual use by date to be 04/30/2008. No adverse event reported. Requested return of suspect device and replacement was sent.